Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Superior vena cava (svc) defibrillation impedance was 178 ohms on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high and variable superior vena cava (svc) impedance and a fracture. Additionally it was noted the lead was kinked when the pocket was opened for a generator change. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.